Event description:
The customer reported the column won't go up or down.

Manufacturer narrative:
The ge service rep assisted the technologist over the phone regarding the complaint. When he arrived on site he was unable to duplicate any failure. He checked all associated connectors circuit pcb, etc. He tested the column for 2 hours and was unable to duplicate the column failure.